Manufacturer narrative:
G4:31mar2021. B4:06apr2021. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. There was no issue with the device despite operation checking. A review of the complaint found no parts were ordered and repaired. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer called into technical support (ts) reporting that the device failed to go into standby mode. The customer reported there was no patient involvement at the time the issue was discovered.